Manufacturer narrative:
The reported meter was returned and investigated. Meter¿s date and time was set when received. The meter's data-log was uploaded and reviewed. The time and date change due to electrostatic discharge was not observed. The complaint was not confirmed and no new issues were observed.

Event description:
Customer's father (a physician) reported that on (B)(6) 2017, an attempt to test the customer's blood glucose using two adc meters was unsuccessful due to receiving an error 6 message on the display of one meter, and experiencing a calibration issue with the second meter. It was further reported the customer experienced vomiting, "developed ketoacidosis", and her blood glucose "went to 600 mg/dl", however it is unknown on what device the reading was obtained. Caller reported removing the insulin pump from the customer, as well as hydrating her, providing "substitution therapy", and injecting her with an unspecified dosage of insulin of an unknown type. No additional information was obtained from the caller due to a refusal to troubleshoot further.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (75001g48) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's father (a physician) reported that on (B)(6) 2017, an attempt to test the customer's blood glucose using two adc meters was unsuccessful due to receiving an error 6 message on the display of one meter, and experiencing a calibration issue with the second meter. It was further reported the customer experienced vomiting, "developed ketoacidosis", and her blood glucose "went to 600 mg/dl", however it is unknown on what device the reading was obtained. Caller reported removing the insulin pump from the customer, as well as hydrating her, providing "substitution therapy", and injecting her with an unspecified dosage of insulin of an unknown type. No additional information was obtained from the caller due to a refusal to troubleshoot further.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father (a physician) reported that on (B)(6) 2017, an attempt to test the customer's blood glucose using two adc meters was unsuccessful due to receiving an error 6 message on the display of one meter, and experiencing a calibration issue with the second meter. It was further reported the customer experienced vomiting, "developed ketoacidosis", and her blood glucose "went to 600mg/dl", however it is unknown on what device the reading was obtained. Caller reported removing the insulin pump from the customer, as well as hydrating her, providing "substitution therapy", and injecting her with an unspecified dosage of insulin of an unknown type. No additional information was obtained from the caller due to a refusal to troubleshoot further.